Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot#f2133503 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Event description:
During use in patient, the mynx control vascular closure device (vcd) balloon burst while the device was being pulled back. There was no patient injury. Manual pressure was used to achieve hemostasis. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did have some visible calcium. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. There was no vessel tortuosity. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The vcd storage temperature did not exceed 25 °c. The mynx vcd used in transfemoral catheter angiography (tfca). The procedure used a retrograde approach. A competitor's 5f sheath was in place. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The 5f mynx control vessel closure unit was prepared and used in accordance with IFU instructions, but after balloon inflation, the balloon burst when the device was pulled. Therefore, the product wasn¿t available and manual compression was performed for twenty minutes and recovered. The vcd is available for analysis. .

Manufacturer narrative:
During use in patient, the mynx control vascular closure device (vcd) balloon burst while the device was being pulled back. There was no patient injury. Manual pressure was used to achieve hemostasis. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did have some visible calcium. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. There was no vessel tortuosity. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The vcd storage temperature did not exceed 25 °c. The mynx vcd used in transfemoral catheter angiography (tfca). The procedure used a retrograde approach. A competitor's 5f sheath was in place. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The 5f mynx control vessel closure unit was prepared and used in accordance with IFU instructions, but after balloon inflation, the balloon burst when the device was pulled. Therefore, the product wasn¿t available and manual compression was performed for twenty minutes and recovered. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant remained in the manufacturing position, exposed to blood. The procedure sheath was returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2133503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.